Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited undersensing. Programming changes were made; the icm will continue to be monitored. The patient was in stable condition.